Manufacturer narrative:
UDI not available for this system at time of filing. A manufacturer representative noted that the issue was caused by a malfunction with the umbilical cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a checkup after a screw placement, a frame rate error message appeared and the image could not be transferred to the mobile view station (mvs). There was no reported impact to patient outcome and no reported delay. Additional information was received. The site switched to a c-arm to gather the 3d scan and were able to navigate. The representative was on site to trouble shoot the issue. It was confirmed that the umbilical cable was found to be the cause of the issue and the issue will be resolved upon replacement of the umbilical cable. It was confirmed that the spin stopped immediately due to the frame rate error, and therefore no accidental radiation occurred.